Event description:
This pt presented to the cardiac cath lab for treatment of a bifurcation lesion in the proximal left anterior descending (lad) artery and in the 1st diagonal branch. The lesion in the diagonal branch was 28mm in length in a 2.75mm vessel diameter. When the physician tried to negotiate 2 stents on each lesion, he felt resistance with the cypher stent on the diagonal lesion (2.75x28mm cypher select stent). After positioning, he inflated the 2 stents using the kissing stent technique. However, the stent on the diagonal branch (the 2.75x28mm cypher select) was a little inflated and did not inflate anymore. So the physician tried to pull back the stent, however, at that time, the stent migrated on a more proximal site. The physician found out the stent hypotube shaft was broken and saline leaked, so the stent was not able to inflate. The physician used another balloon for inflating the migrated stent on wrong site (proximal to bifurcation lesion). After that, the physician crossed over with another 2.75x28mm cypher select stent on the proximal lad lesion and used another cypher, a 3.0x23mm. He finished the procedure without any complications. The product was returned for analysis.

Manufacturer narrative:
A report was rec'd that a cypher select sds was associated with shaft breakage and stent migration. The event involved a male pt with an unk medical history. He was initially admitted to hosp with a nstemi and underwent an angiogram that revealed a lesion in his proximal lad/diagonal that was described as a de novo, 2.75mm in diameter, 28mm in length, heavily calcified and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of two cypher select stents (one in each arm of the bifurcation) into a 7fr xb3.5sh guider. During advancement of these products, the physician reported experiencing resistance. According to the IFU, the sds and guider should be removed as a single unit when unusual resistance is felt during either sds advancement or removal. Once positioned in the target lesion, he inflated both stents via kissing balloon technique. However, the 2.75x28mm cypher select stent in the diagonal branch inflated slightly and would not inflate any further. The procedural physician then attempted to remove the product. During these maneuvers, the stent migrated proximally. The physician also noted that the sds hypotube shaft was broken and had saline leaking from it. The sds was successfully retrieved and the stent was deployed (with another ptca balloon) proximal to the target site. The physician then completed the procedure by deploying another cypher select stent at the target lesion. One non sterile cypher select 2.75x28mm was rec'd coiled inside a plastic bag. The cypher shaft was broken, the edges of the shaft seemed to be kinked at the rupture point before breaking, the stent was not returned, dry blood was found inside the inflation lumen. No more anomalies were found. No further analysis was perfomed due to the cypher conditions (broken shaft). A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The broken sds complaint reported by the customer was confirmed. The exact cause of this failure could not be determined. No corrective action was taken since the cause of this failure does not appear to be mfg related. Conclusion: based on the info provided, there are vessel and procedural factors that may have contributed to this event.